Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6), analysis of the [recharger], model [97755-s], s/n [(B)(6) ] found electrical failure - poor recharge quality message. Scrapped by low reading should be higher than 30 reads 23. White arrow rubbing off. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was that they had been getting error messages on the controller and now the controller was displaying software problem (99) (1-intellis, 2-3.6, 3-1561, 4-appmanager.c). Agent walked the pt through resetting the controller. Upon completion of the controller reset, pt confirmed that the controller powered on and that the error message was cleared. Pt then saw battery empty cannot continue recharge your implanted device soon. Pt said that the controller would charge from the ac power supply, but the equipment wouldn't charge the ins. Pt said that a lot of times they had to lay on the recharger in order for the ins to recharge. Pt said that a lot of times they would move when recharging the ins, however they had to sit still. Pt initiated an ins recharging session. Pt said that they were sitting on the recharger in their back pocket and that everything was working. The troubleshooting steps that were taken on the call resolved the issue. When asked for the event date, patient said that the device hadn't been working for the last couple days. Pt said that they had to keep resetting the controller. Pt said that it had been more than three days that the device hadn't been working. Pt said that they thought that the error message came up before today, however they weren't sure. Pt said that they caught the error message appearing on the controller today. Pt called back and said the recharging issue is persisting. They said since calling they are seeing anrm-03 code and says the rtm is getting hot, and will also show low controller battery even when its at 100 percent. A request was sent to repair department to replace the rtm.